Manufacturer narrative:
Update: review of invoice history confirmed a revision procedure was performed on (B)(4), 2010.this report filed (B)(4), 2011.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - onset of pain in (B)(6) 2010, date of revision procedure is unknown. Date explanted - unknown. The user facility was notified of the event on (B)(6), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2011-00834). This report filed on (B)(6), 2011.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6), 2008 and that the patient subsequently experienced the onset of pain and popping of hip in (B)(6) 2010. A review of invoice history confirmed that a revision procedure was performed on (B)(6), 2010. All components were removed and replaced.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6), 2008 and that the patient subsequently experienced the onset of pain and popping of hip in (B)(6) 2010. A revision procedure was performed on an unknown date. No further information has been provided to date.